Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date to treat vaginal wall prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, pain on urination, pain on defecation, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.